Event description:
It was reported that after five minutes of treatment with one unit of revaclear 300, an external fluid leakage was noted from the top of the dialyzer port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation, however photos were provided for investigation. There was visible blood pooling in the area of the header cap. This is consistent with an internal blood leak and not an external blood leak as reported. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.